Manufacturer narrative:
Foot release rod/link.

Event description:
It was reported by service report that the foot release rod broke in half. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.